Manufacturer narrative:
(B)(4). The device was sent back to c2 without an RMA number and the lot number was not provided. Therefore, a complete device investigation evaluation and lot history review could not be conducted.

Event description:
On (B)(6) 2018, dr. (B)(6) followed up a female patient he had treated 12 weeks earlier for esophageal squamous dysplasia. Based on visual examination after application of 2.5% lugol's solution, there was significant improvement from the first treatment. Dr. (B)(6)manually inflated the cryoballoon initially; he performed seven 10-second ablations. Upon deflation of the cryoballoon, he noted a "blush" of blood; at the distal end of the cryoballoon there was a perforation of the esophagus. This was treated with endoclips and a covered stent; the patient was kept in hospital overnight and treated with prophylactic antibiotics. Dr. (B)(6) stated that the patient is doing well, although is uncomfortable. The patient had not had prior radiation but dr. (B)(6) stated that the prior cryoballoon ablation may have resulted in a stricture, which made the tissue more vulnerable. (B)(6) (sales manager for dr. (B)(6)) will be contacted so that she can retrieve and return the controller. Device investigation results: the device was sent back to c2 without an RMA number and the lot number was not provided. Therefore, a complete device investigation evaluation and lot history review could not be conducted. The perforation occurred in a subject who had been treated 12 weeks earlier for esophageal squamous dysplasia. Based on visual examination after application of 2.5% lugol's solution, there was significant improvement from the first treatment. Dr. (B)(6) manually inflated the cryoballoon initially; he performed seven 10-second ablations. Upon deflation of the cryoballoon, he noted a "blush" of blood; at the distal end of the cryoballoon there was a perforation of the esophagus. This was treated with endoclips and a covered stent; the patient was kept in hospital overnight and treated with prophylactic antibiotics. Dr. (B)(6) stated that the patient is now doing well, although is uncomfortable. The patient had not had prior radiation but dr. (B)(6) stated that the prior cryoballoon ablation may have resulted in a stricture, which made the tissue more vulnerable. Stricture (narrowing of the esophagus) is a known potential adverse event in endoscopic ablation therapy and may occur regardless of whether or not there is a device malfunction. Mucosal perforation requiring treatment is also a common occurrence in ablation treatments. By its nature, ablation causes mechanical damage to tissue, and this damage can result in excessive bleeding requiring treatment. In this instance, there was no device malfunction, and standard treatment of clipping and a covered stent was sufficient such that the injury resolved. Hazard analysis: the risk analysis (B)(4)) was evaluated to see if the hazards/harms had been previously identified. (B)(4) identified "mechanical damage to treated tissue (rupture), resulting in surgery" as a resultant harm and this addresses the "perforation" incident observed in this product complaint. (B)(4) also identified "patient injury" as a resultant harm and this also addresses the "perforation" incident observed in this product complaint. The cause or initiating event is due to patient variation and should not be considered a product failure. In this case, its harm could have been the combination of a fragile esophagus that had received previous treatments (i.e. Ablation, emr, lugol's, etc.) And subsequent ablation procedure that exerted radial force on the tissue.